Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to flattened button dome switch. The insulin pump was monitored and had no audio beeps anomaly noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer also stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.